Manufacturer narrative:
Device evaluation: the suspect device was not returned for evaluation. Photographs sent to merit from the customer were examined. The complaint is confirmed as the body tubing of the catheter was fully separated from the tip tubing as the fuse zone as seen in the photographs. A review of the device history record revealed no exception documents. The complaint data base was reviewed and found no similar complaints for this lot number. In an effort to determine root cause forty units of unused product from the same lot number were performance tested. The tested units exceeded the minimum tensile specifications even though visual inspection of 2 units showed evidence of stress after aggressive flexing. Merit was unable to reproduce the failure of the tip detaching from the body tubing or determine a root cause of the reported failure. Devices met specifications. No conclusion can be drawn. Evaluation: the device history record was reviewed. Complaint data base was reviewed. Results: unable to determine a root cause of the reported failure. Conclusions: no conclusion can be drawn.

Event description:
Following a diagnostic catheter procedure (ref. 1628221-2011-00006), another catheter of the same type was inspected and the tip was easy to remove from the catheter shaft. The catheter was not used on the patient. This is one of two reports for this complaint: 1628221-2011-00006.